Event description:
The pt was seen at the implant center for device eval in 12/1999. Testing at the center confirmed that the device was no longer functioning. Revision surgery was in 2000 and the pt was reimplanted with another clarion device.